Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3:analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed got hot after running it at relay box as well as got hot after running it at donut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their implanted neurostimulator (ins) had been shut down for about 2 months. Patient stated that they were not getting any help from their stimulator and that they finally saw their manufacturing representative for an office visit on the (B)(6). Patient mentioned that they have tried to make appointments to get help but it has taken 2 months; patient followed up saying they got the rep to help and troubleshoot but still no resolution. Patient mentioned they were told they may need a new implant. Patient noted that the rep was unable to get their implanted device to charge up or find a device and the result was that the patient had no stimulator. Agent had the patient reset the controller and inspect the equipment for damage. Agent had the patient inspect the recharger for any visible damage; patient noted that the recharger cord had some fraying where the cord enters the bottom of the paddle. Patient attempted to initiate a charge session to their implant, but they saw the no device found message. Patient stated that they thought that they missed a step in the troubleshooting and wanted to start the charge session over again; patient stated that they did not have the recharger plugged into the controller. Agent walked the patient through a charge session again; patient noted that they got the connect the recharger screen. Agent had the patient unplug and then plug the recharger into the controller; patient stated that they got the same message. Agent reviewed that the recharger was not recognizing the controller with the patient. Agent had the patient inspect the controller port for any damage; patient confirmed no damage. The issue was not resolved. Agent sent an email to repair to replace the recharger. Case reopened and reassigned to send email to repair to replace controller. Pt stated they received the replacement recharger but are still experiencing same issue. Agent emailed repair to replace controller. Pt called back from number registered saying they got replacement controller, but couldn't get past connect the recharger screen in the set up process as the screen would go dark when they go to plug in recharger. Agent asked, patient had not put battery from old controller in the replacement. Pt inserted battery into replacement controller and was able to pair controller to implant and start charging (controller 70%, implant red). Additional information received from manufacturing representative (rep). Rep said patient's controller, lithium battery and recharger was replaced, but patient can't connect to the neurostimulator without using the recharger. Rep said patient went into tech. Mode and bonded the controller, but it still won't allow connection unless the recharger was used. Rep to call back with controller serial number to allow replacement to be processed.